Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had frequent ventricular tachycardia (vt) and did not thrive much. The patient presented with volume overload and shortness of breath. There was persistent vasoplegia with no clear etiology found. The patient's right ventricle was failing and they were on max vasopressors, so their family decided it was the appropriate time to withdraw life support. Comfort measures were started and vasopressors stopped. Eventually, the ventricular assist device (vad) stopped, and the patient passed away. The death was not considered to be device related and operated as expected. The pump was not explanted and would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient¿s outcome could not be conclusively established through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists right heart failure, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.